Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2023 and absorbable hemostat was used. The surgeon used absorbable hemostat for pelvic side wall bleeding. Hemostasis was achieved intra-op, but the patient was brought back with bleeding from the same side. The rep had a conversation with the surgeon while it was determined that the appropriate product to be used should have been a fibrin sealant preparation device for risk of post-op rebleeding. They stated that the reason he did not use a fibrin sealant preparation device on this patient was from concern for fistula formation. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date? Original robotic hysterectomy was performed on (B)(6) 2023. The follow up diagnostic laparoscopy was completed on (B)(6) 2023. What date did the bleeding occur on? Bleeding occurred in pacu less than 24 hours post op. How was the bleeding treated? Diagnostic laparoscopy, using mechanical compression and/or suture ligation to stop pelvic sidewall re-bleeding. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? None noted. What is the most current patient status? Unknown, but can assume the patient has now been discharged the following information was requested, but unavailable: what was the volume of blood loss? Can you identify the product code and lot number of the product that was used? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. What were current symptoms following the index surgical procedure? Onset date? 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative rebleed? 12. Was there any alleged deficiency with the surgicel powder endoscopic applicator that may have contributed to the patient¿s post-operative rebleed? 13. What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Continuous oozing. 2. Where was the surgicel used (on what tissue)? Pelvic sidewall. 3. What were current symptoms following the index surgical procedure? Onset date? Post op bleeding diagnosed within a day of surgery. 4. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative rebleed? No. 5. Was there any alleged deficiency with the surgicel powder endoscopic applicator that may have contributed to the patient¿s post-operative rebleed? No. 6. What is the patient¿s current status? Discharged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.